Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after an esophageal procedure, the resulting study was reviewed and it was determined that the recorded study was shorter than the duration of the study. There was no patient harm and the last known patient status is reported as being stable. It is stated that the customer did not have any implanted medical devices and the study was performed as an out patient procedure. The study will be repeated. No known adverse events were reported.

Manufacturer narrative:
Device evaluation: the accuview graph from the study was returned for evaluation. The ph readings were found to be at normal values throughout the study. Because information sent from the customer includes only the accuview graph, the conclusion of the investigation cannot be positively determined. Although a root cause could not be determined, when the recording stops in this manner, it can be caused by the following: recorder battery discharge ¿ if battery was not replaced before begging of the study; recorder malfunction ¿ due to a failure in the internal components inside the recorder, the ability to pick bravo capsule signal was damaged; capsule failure - due to failure on capsule¿s internal components, the ability of the capsule to function properly was damaged or the capsule detached early. Investigation conclusion for the failure to attach could not be reliably determined. A review of the device history record was performed and indicates that the product was released meeting finished product specifications. If information is provided in the future, a supplemental report will be issued.